Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibial tray component at the unknown interface. Unknown cement was used. Surgeon removed the tibial tray and insert. Replaced with a mod plus tray/two step wedges, cemented tibial stem and a stab plus insert. No further information is known or available to depuy at this time. No able to verify the exact lot number for the tibial tray. Doi: (B)(6) 2018, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.